Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, associated with r819 and r826, and determined that the test well images in question were visually positive.

Event description:
On (B)(6) 2017, a customer reported unexpectedly negative antibody screens on a galileo echo instrument.